Event description:
It was reported that the screwdriver tip is broken. No injury reported.

Manufacturer narrative:
Evaluation summary: the reported event of the screwdriver breakage could be confirmed, since the returned device matched the reported failure. Based on the investigation, the root cause was attributed to a user related issue. The breakage was caused by incorrect maintenance of the device. The device presented corrosion points on the fractured surface (see image documentation in phase 2), which is an indication of incorrect maintenance. When this happens the material becomes compromised and it is likely that it will break under stress. The breakage surface is consistent with a fatigue fracture due to corrosion attack. Note, as stated in the instructions for cleaning, sterilization, inspection and maintenance: ¿the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient. For cleaning or disinfecting medical devices only specifically formulated cleaning agents and/or disinfectants (detergents) should be used.¿ [¿] ¿inspection before preparing for sterilization, all medical devices should be inspected. Generally un-magnified visual inspection under good light conditions is sufficient. All parts of the devices should be checked for visible soil and/or corrosion.¿ [original statements] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported that the screwdriver tip is broken. No injury reported.